Manufacturer narrative:
(B)(4). The device was evaluated by a carefusion field service engineer (fse). The fse replaced the electronic display panel to resolve the issue. The suspect component has been returned to carefusion's failure analysis lab and if a result of investigation is complete, a supplemental report will be made. (B)(4).

Event description:
A customer reported that their vela ventilator touchscreen would not respond. There was no patient involvement associated with the event reported to carefusion.

Manufacturer narrative:
Results of investigation: carefusion was unable to duplicate the customer's reported problem, however, liquid residue was found between the membranes of the touchscreen, a sign of fluid ingress between the touchscreen membranes. The cause of the touchscreen failure was assigned to the fluid ingress and is considered a known issue addressed by an internal investigation.